Event description:
It was reported that the insulin pump was not working correctly. Caller stated that the insulin pump had button error alarm and no response of any button. Battery was change, but anomaly persists. Buttons weren't pressed for longer than 3 min. Advised to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The act button on the insulin pump had intermittent response due to moisture damage on the keypad traces. No button error alarms noted during testing. The device had cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corners, and minor scratches on the lcd window.